Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume situation which occurred on (B)(6) 2010 during nite cycle 1. The ultrafiltration (uf) was 390ml. The maximum allowable single cycle uf was 90ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device was received operational but with a cracked door cover. The device failed the homechoice rite functional test for heater bag temperature test and for unit under test (uut) clock check / timeout trying to communicate with uut but passed the rite electrical test. The pal evaluated the device. The device was power cycled several times with no problems encountered. Inspection of the power switch & entry module revealed no issues. No communication issues during device interface with personal computer tester using cycler remote toolbox and final test & calibration software. Accuracy confirmation and temperature tests were performed and passed. Backup battery voltage, and 5 voltage direct current voltage on digital board were within specification. There were no problems found during an internal inspection. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined due to no event date for the therapy. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).